Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoirs leaked past both o-rings. The reservoir also had many air bubbles. No liquid in the reservoir compartment. It happened to 5 reservoirs. Customer's blood glucose level was 160 mg/dl. The customer also had issues with the infusion set. The device was not returned.